Manufacturer narrative:
A visual inspection was performed on 2 opened and used enlite sensors found both sensor needles were bent inside of the sensor base; unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the one sensor's needle got bend during insertion and another sensor came apart when it was ejecting from the serter. Customer's blood glucose was unknown. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.